Event description:
Customer reported that touch screen was less responsive, taking a long time to respond when prompted. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up and began processes to obtain a renewal pump.